Event description:
Critically ill pt with multiple issues (see #7). Pt developed acute renal failure, was in the picu on a ventilator and multiple supportive drips. Due to his fluid overload, worsening oxygenation, lung compliance, and renal function, decision was made to initiate crrt therapy. On the night of (B) (6)2010, the pt became more hypotensive, and developed arrhythmias. Around 1700 on (B) (6)2010, crrt therapy was initiated, treatment initially proceeded without incident, but at 23:30, prismaflex machine alarmed indicating "pt fluid gain" which caused the machine to shut down. Gambro support was contacted at this time, suggested that the scales had been disrupted prompting an acute change in the weight of the bag on the scale. Recommended that the providers initiate a return blood and rinseback pt process, discontinue treatment and re-start crrt. At 0100 on (B) (6)2010, new crrt circuit was primed, but pt was arresting requiring chest compressions, so crrt not resumed. At 0330, crrt was restarted, but when rn attempted to increase bfr soft keys, they did not respond. Code 6 appeared, gambro rep contacted, stated to discontinue treatment and not use machine. Unable to return blood to pt. Pt's condition progressively worsened, CPR performed several times, and pt expired at 09:12 am. Unable to retrieve error data or detect malfxn.